Event description:
The following was reported to hamilton medical ag: as the patient and ventilator appeared to be out of synchronisation, hospital staff removed the ventilator from the patient, turned it off and checked the patient and ventilator. However, when he switched the c6 back on, the screen displayed self test failed and the alarm continued to sound.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.